Manufacturer narrative:
No conclusions can be made as the device is not available for evaluation. However, the most likely cause of the event is the application of atypical force upon the needle during insertion, possibly due to contact with hard bone. Complaint trend analysis found no other complaints have been reported for the lot. At this time the complaint is considered to be closed. Device not available.

Event description:
International affiliate reports that the biopsy needle became bent and snapped in half during a vertebroplasty procedure in which the surgeon was obtaining a bone biopsy. The broken needle portions were retrieved and there were no adverse consequences to the patient.